Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient kept a clamp closed on the patient line during prime. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during initial drain. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and had the hp end therapy and recommended to contact their nurse. The hp would finish with manual supplies. The tsr reviewed proper procedures per the user manual with the hp. The patient was involved, but there was no patient injury or medical intervention reported. A follow up was made via phone call. Per the care giver (cg), the hp had not disconnected during therapy. The cg has two extension lines hooked up and it's possible they did not prime all the way, but the cg was not sure. The cg stated they discarded the supplies and the lot number was not known. The hp started over with new supplies and resumed therapy without problems. The cg stated they had not contacted the pd rn, but they go into see her on thursday and will let her know about the alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted.the sample was discarded. Should additional information become available, a follow up MDR will be sent.